Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection showed three devices were each returned in original packaging with the batch number of the complaint on the labels. The t1, t2, and sutures of all three devices were not returned. Devices one and two have no visible defect other than bio debris, device three's insertion device is severely bent. A functional evaluation of devices one and two showed the actuator will cycle as intended. Device three showed the actuator will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that three (3) fast fix 360 devices did not fire the t2 implant. The t1 implants were removed from the patient. The procedure was resumed, without any surgical delay, using a similar s+n back up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). D4, lot no.: the following lot numbers were reported: 2188219 and 2189151. However, it remains unclear which of these lot numbers corresponds to the three reported devices. D4, exp. Date: expiration dates for each of the 2 lot numbers reported: 17-jun-2028 (2188219) & 25-jul-2028 (2189151). H4, mgf. Date: manufacturing dates for each of the 2 lot numbers reported: 17-jun-2025 (2188219) & 25-jul-2025 (2189151). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.